Event description:
It was reported that unknown drug solution leaked inside a multi-day infusor housing during infusion. The reported condition was found after 8 hours from the start of infusion. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the cause of the leak was determined to be due to an incomplete ultrasonic weld of the volume indicator. This issue has been escalated to CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. One infusor unit was received with fluid inside the housing which indicated a leak had occurred. A functional leak test was subsequently performed by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up MDR will be submitted.